Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial with residue and debris on the lens. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -12.00 diopter, in the patient's right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to patient complained of a headache. The surgeon did not implant another lens. The cause of the event was unknown.